Event description:
The rptr stated that rptr did back to back blood glucose tests, using the same finger stick. The two results were 156 and 72 mg/dl. Rptr did not have any symptoms. On follow up, because rptr was at work, rptr did not want to do a control test over the phone. Rptr said rptr had done a control test during troubleshooting on rptr's initial call, and that it had passed. No harm was alleged.